Event description:
Customer reported a malfunction alarm with code malf 16, and the fault ID was available. There was no reported impact to the customer¿s blood glucose level. Technical support confirmed that the pump was not resettable and arranged a replacement pump. Customer was instructed to use multiple daily injections (mdi) as backup therapy, understood returning the problematic pump within 10 days, and acknowledged shipping details.